Manufacturer narrative:
A product investigation was completed: we have received the instrument for removal of inserts back for investigation. Visually it five spots with some rubbed of black color were detected. Further, the pin is loose which might have caused the complained problem. The root cause of this complaint could not be identified exactly. Unfortunately the lot number to this article was not available which made a review of the device history records impossible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was unable to attach a drill bit to a contra angle hand piece properly when he tried to connect them during one jaw surgery on (B)(6) 2015. It was one of the possible causes that shaft of the instrument for removal of inserts in question was unstable. The surgery was complete with a delay, but the specific length of the delay is unknown. This is report 1 of 3 for com-(B)(4).

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifying information is not available for reporting.subject device has been received; no conclusions could be drawn as the device is entering the complaint system.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.